Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleging burning/smoke/electrical odor. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed minor dust/dirt contamination on sd cover flip door, top and bottom enclosures, ui (user interface) panel, blower box, blower, blower outlet seal, rear panel. Hair-like substance was found on inside of sd cover flip door. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and also observed dust/dirt contamination in the airpath, likely from a source external to the device.